Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported that in 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo. The lesion location was distal/below the knee artery. The lesion morphology was concentric and tight. There was moderate calcification located in a mildly tortuous vessel segment. The target vessel reference diameter was 2.0mm. The target lesion length was 25mm and 100% stenosed. The post-procedure stenosis was 0%. The patient's status documented in the six-month follow up was dead. No date or additional information was provided.